Event description:
It was reported that during central processing, a leak was observed on large needle driver instrument. There were no reports of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the issue was a reprocessing issue identified during central processing. There was no patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large needle driver instrument was analyzed and found to have a detached fragment. One of the grip fragments from the grip set was missing. A piece from the blade approximately 4.90 mm x 2.00 mm was found to be broken off. The broken piece was not returned.